Event description:
During t2 humeral nail surgery, the surgeon was planning to insert the nail by antegrade and advance mode. When the tip of nail passed fracture line, the surgeon removed the guide wire and removed the target device from the nail. And compression screw was inserted into nail. Afterwards, it was difficult to assemble the target device to the nail again. The surgeon tried to assemble the target device to the nail several times. The most proximal of nail was deforming when the surgeon checked the x-ray image. The surgeon removed the nail and he changed the nail to another size nail, the surgery was completed.

Event description:
During t2 humeral nail surgery, the surgeon was planning to insert the nail by antegrade and advance mode. When the tip of nail passed fracture line, the surgeon removed the guide wire and removed the target device from the nail. And compression screw was inserted into nail. Afterwards, it was difficult to assemble the target device to the nail again. The surgeon tried to assemble the target device to the nail several times. The most proximal of nail was deforming when the surgeon checked the x-ray image. The surgeon removed the nail and he changed the nail to another size nail, the surgery was completed.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found imprints and the deformations of the nail connection pegs indicate that the target device was connected in oblique mode. This conclusion was fortified by the fact that the surgeon disassembled the target device during surgery and reconnected the target device to the nail without visual control. Therefore the case is attributed to a user error. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found imprints and the deformations of the nail connection pegs indicate that the target device was connected in oblique mode. This conclusion was fortified by the fact that the surgeon disassembled the target device during surgery and reconnected the target device to the nail without visual control. Therefore the case is attributed to a user error. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.